Event description:
Related manufacturer reference number: 2017865-2023-16887. It was reported that the atrial lead was pacing in the ventricle. The ventricular lead exhibited high capture threshold and r-wave amplitude variation. It was discovered that both leads had dislodged. The leads were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. A complete lead was returned in one piece. Analysis found the tines were intact. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or electrical shorts. Visual and x-ray analysis did not find any anomalies.